Manufacturer narrative:
(B)(4). Above rated burst pressure. It was reported that the 2.5x18mm xience v stent was deployed at 18 atmospheres, which is above the rated burst pressure. It should be noted that the xience v instructions for use (IFU) states: do not exceed the labeled rated burst pressure of 16 atm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a stenting procedure with a 2.5 x 18 mm xience v placed in the distal left anterior descending artery and a 3.0 x 18 mm xience v placed in the mid left anterior descending artery. On (B)(6) 2011, a positive functional stress test demonstrated ischemia. On (B)(6) 2011, during an out patient procedure, revascularization was performed in the proximal left anterior descending artery and a xience stent was implanted. The patient's condition resolved. No additional information was provided.